Manufacturer narrative:
Per the tandem user guide, "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." Per the tandem user guide, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer did not recall if the air removal step had been performed prior to loading insulin into the cartridge. In addition the customer disconnected from the t:lock instead of the infusion set site. Tandem technical support educated the customer on proper loading techniques, and educated the customer to only disconnect from the infusion set site. Customer¿s blood glucose (bg) level was 506 mg/dl. Customer administered a manual insulin injection to address bg level. Tandem technical support guided the customer through priming the air bubbles out.